Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, implanted: (B)(6) 2012; 6935 implantable tachy lead, implanted: (B)(6) 2012; 5867 adaptor, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high rising thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lv lead was explanted and replaced.